Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was showing results our of range during testing. It was also stated that the device exhibited continuous flow and did not ventilate. There was no patient involvement and no patient injury/harm.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in good condition. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the faulty imv module. The imv module was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.